Manufacturer narrative:
The preliminary analysis has revealed that the issue was not reproduced on similar tablet with the same module and in the log files, no trace of issue is seen.

Event description:
During a follow up ((B)(6) 2024), the multipoint pacing button was not present in the parameters section of the new user interface (software version 3.16).

Manufacturer narrative:
The investigation led to the following observations: the issue was not reproduced neither on a tablet w101 nor w102. Basically, the multipoint lv pacing parameter is not displayed in the following configurations: - in case the v chamber is set to right or; - in case the pacing mode is set to one of these modes: ooo, aoo, aai, aair, aat. The most likely hypothesis is that the user clicked on multipoint lv pacing parameter while the section was closed. Once the section has been opened, the ui did not scroll automatically to the clicked parameter (no specification has been defined on this point). Based on the available data, no issue is suspected on the subject tablet.

Event description:
During a follow up (12 april 2024), the multipoint pacing button was not present in the parameters section of the new user interface (software version 3.16).